Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump started beeping with the code "no disposable" at 0630 this morning and patient still had 12ml left in the pump. Situation was not resolved. No patient injury was reported.